Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter had missing segments on the display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began approximately one week ago prior to contacting lfs. The cca was advised the patient manages his diabetes with lantus and novolog insulin (amounts not specified). The patient stated he continued to take his usual dose of medication. That same day, prior to the start of the alleged issue, the patient claimed he felt a symptom of dizzy. On (B)(6) 2010, the patient stated he went to visit his physician's office and obtained a blood glucose result of "395 mg/dl" on the physician's meter. The patient was administered humalog insulin (amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Event description:
It was reported that the insulin pump alarmed during normal use. Troubleshooting was performed, and the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/12/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have lcd cable/cable connector failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.